Event description:
It was reported that balloon rupture occurred. Vascular access was obtained through a 6f 5cm non bsc sheath. The 80% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous left forearm vein. After a 0.035 x 100cm non bsc guide wire crossed the lesion, a 6.0mm x 40mm, 40cm mustang¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated for 5 seconds but it ruptured at 4 atmospheres on the first inflation. Contrast media leakage from the balloon was also noted on angiogram. The device was removed completely from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6).